Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/10/2020.

Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and the reservoir was connected to a drain. About 1.5 hours after the procedure, it was found that the suction did not activate, although the reservoir swelled when the surgeon checked the drain. The drain was connected to another new reservoir. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Actual device returned and evaluated. During sample evaluation it was noticed that the latch of the plate is broken, therefore, the plate doesn't lock. After analysis it was found that the latch was broken possibly by final user handling after the manufacturing process was completed.